Event description:
It was reported to boston scientific corporation that a prefyx pps system was implanted on (B)(6) 2008. According to the complainant, post-procedure, the patient experienced severe permanent bodily injuries, physical pain, vaginal pain, urinary incontinence and dyspareunia. The patient also suffers from infections, vaginal bleeding, vaginal discharge, abdominal pain, pelvic pain, and mesh erosion. All other information is unknown and unavailable.